Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, the device did not staple. There was no patient injury.